Manufacturer narrative:
Lot: this is a summary report for serial numbers: 34753 and 35649. Two (2) devices were received for evaluation. Visual inspection revealed that the load cell cord of both devices was damaged/fraying and the ground braid was exposed. The reported condition was verified for both returned devices. The cause of the condition was not determined. The cable assemblies were replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two (2) exactamix compounding devices had frayed cables with exposed wires. One device had a damaged communication cable, and one device had a damaged load cell cord. There was no patient involvement. No additional information is available.